Event description:
It was reported that during a port placement procedure into the internal jugular vein via the subclavian vein approach, the guidewire allegedly stretched and had tear. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle and one guidewire loaded onto a guidewire hoop in two segments was received for evaluation. Gross visual and microscopic evaluations were performed on the returned device. Uncoiling was observed throughout the distal guidewire segment. The distal segment of the guidewire appeared to be stretched and uncoiled with a segment of the core wire on the distal and proximal ends of the distal guidewire segment. A break was noted to the core wire and was protruding from the uncoiled portion of the proximal guidewire segment. Therefore, the investigation is confirmed for the reported fracture, stretched issues and identified material separation, unraveled, improper procedure issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use warns : if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire. . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10:d4 (expiry date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure into the internal jugular vein via the subclavian vein approach, the guidewire allegedly stretched and had tear. There was no reported patient injury.